Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 cubie on d1 did not open. A field service engineer replaced the cubie to resolve. Customer transferred medications to new cubie and tested with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6, a half-height cubie drawer, experienced a failure and could not be opened. The unit remained online in rss despite the drawer malfunction. Customer troubleshooted with reboot but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.